Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the pvl is unknown. However, it is possible that the oval shape of the native valve, in addition to the fair coaxial alignment of the valve and delivery system and fair image intensifier angle (iia) could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Eight days post tavr, tee confirmed the valve had migrated to the lvot. A new 26mm sapien xt valve was positioned and deployed 70/30 aortic/ventricular (a/v), superior to the previously implanted 23mm valve. Moderate paravalvular leak (pvl) was noted on tee. The decision was made to post dilate the 26mm sapien xt with 1 additional cc. After post dilation, tee confirmed little change in the pvl. The decision by the proctor and the team was to place an additional 26mm valve lower than the previous 26mm valve but higher than the 23mm xt. The as+ delivery system was prepped with 1 cc less than nominal. The second 26mm xt was positioned 50/50 and deployed 60/40 a/v, with mild-moderate pvl noted. Post dilation of all three valves with no additional volume added was performed. Tee confirmed slightly reduced mild-moderate pvl. The procedure was completed, tao sheath removed, and access repaired. The patient was sent to recovery in stable condition. The coaxial alignment of the valve and delivery system and image intensifier angle (iia) were considered fair during both 26mm xt deployment. The native annulus measured 395.4mm2, 19.8mmx25.8mm on CT. Additional information received confirmed the patient underwent a full sternotomy post procedure for possible tamponade and bleeding. The patient became hemodynamically unstable and tamponade was observed on echo. The patient was taken to surgery and an open sternotomy was performed. However the only bleeding noted was from the venous system. The patient has since been discharged to a rehabilitation facility.